Event description:
The manufacturer received information alleging an alarm indicating that the o2 proportional valve is mechanically stuck closed or open occurred while the device was in patient use. There was no allegation of harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an alarm indicating that the o2 proportional valve is mechanically stuck closed or open occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device's event log at the third-party service center, an error evt_o2_prop_stuck indicating a valve failure within the oxygen blending module assembly was confirmed. The device's oxygen blending module assembly was replaced and the machine then passed full performance verification. The device was tested with the customer's own fi02 sensor. No further investigation is required at this time.

Manufacturer narrative:
The manufacturer previously reported information received alleging an alarm indicating that the o2 proportional valve is mechanically stuck closed or open occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device's event log at the third-party service center, an error evt_o2_prop_stuck indicating a valve failure within the oxygen blending module assembly was confirmed. The device's oxygen blending module assembly was replaced and the machine then passed full performance verification. The device was tested with the customer's own fi02 sensor. No further investigation is required at this time. The device's oxygen blending module assembly was returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil tested the oxygen blending module assembly on the trilogy evotest station, and it passed all testing. Pil concluded that the oxygen blending module assembly operates as designed.